Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experienced pain and mechanical block. It reported that a revision surgery to remove the implants was performed. It was noted that excision of the radial head without replacement implants had always been considered as a treatment option for the radial head fracture as the radial head is a secondary stabilizer. The patient continues to have a functional elbow.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Appropriate actions have been initiated/taken to address the matter. The complaint is confirmed as the received x-ray pictures show the loosened and displaced implants. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device used for treatment, not diagnosis. (B)(6), patient information not available for reporting. (B)(4). This report is for radio head /unknown lot number, it is not known, which part of all this items was involved. Device is not expected to be returned for manufacturer review/investigation. (B)(6). PMA#: k112030. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actual product code is a set of implanted radial head element (size unknown) and radial stem element (size unknown) from depuy synthes radial head prosthesis system, which was voluntarily recalled. No surgical delay is reported. No information available about patient condition and outcome. Implant was loosening (exact same problem as per recall) and secondary fracture. Decreased rom. Complaint involves 2 parts. This report is 1 of 2 for (B)(4).